Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band was returned for product evaluation. The sample was subject to visual analysis. There is no damage noted on the band. No air is left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a foreign matter was found in the check valve. There was no damage noted on the check valve. The complaint can be confirmed for deflation issues. The cause is a foreign matter in the check valve that led to the inflation balloon leakage. The ops qe was notified, and a non-conformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: resource nurse cardiac interventions unit. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that at the end of a cardiac angiogram, the physician put the tr band device involved on and inflated it. After removing the syringe, the band slowly deflated over a period of about ten (10) seconds. According to physician, it would not hold air. A small hematoma began to form above the band. A new band was placed and inflated, and patient was moved to recovery area without further issue. The estimated blood loss was less than 250cc's. A small hematoma had formed; however, it had stopped expanding once a new band was placed. The procedure outcome was successful. Additional information was received on 07 mar 2023: the patient was stable at the end of the case.